Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed with off no power. His blood glucose at the time of incident was 129 mg/dl. The customer stated that his pump was beeping because he needed to rewind the pump, but he had pressed the wrong button and caused his pump to alarm with off no power. Troubleshooting was initiated for the off no power alarm. The customer confirmed that he had received a low battery alert prior to the off no power alarm, and after the off no power occurred the pump had received three bad battery test alerts within the next three hours. The battery cap was not loose, cracked, or damaged. The customer was advised to insert a new (B)(4) aaa alkaline battery and to monitor the pump. Customer did not want to troubleshoot further that night and stated that he will call back the next day. No products were shipped or returned.